Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. Low flow may occur if the alarm threshold is set too close to the average flow. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. When there is a decrease in flow - more times than not - it is related to a clinical change in the patient status as the pump is a fixed speed system. It was reported that the official cause of death was cardiac arrest, which could cause a low flow alarm. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported it was reported from the site that the coordinator stated that the patient was last seen sleeping and snoring at 15:00 on (B)(6) 2016. At 16:20 patient was found down and unconscious by partner with low flow alarming, patient was connected to 1 battery at that point with another battery and the ac adapter close by. It was stated that the battery and adaptor found by patient were functional. It was also stated that there were no issues noted with the connected battery. Patient was said to have been cyanotic and CPR was started immediately. Acls ems arrived 6 minutes later, and it was sated that asystole was noted on the monitor, patient was intubated, cooled and taken to the hospital. Patient passed away on (B)(6) 2016. Cardiac arrest was stated to have been the official cause of death. It was further stated that there would be no autopsy done. It was also stated that the controller would be returned to the manufacture, but not the pump. No additional information available.

Manufacturer narrative:
The controller was returned to heartware for evaluation. The pump was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the pump met all requirements for release. Review of the log files revealed a loss of power to the controller of approximately 24-39 minutes as well as 3 low flow alarms. The last data point logged before the loss of power was at 15:42:43. The controller was being powered by a cac adapter on port 2 and (B)(4) with 44% charge was connected to port 1 prior to the loss of power. Analysis of the controller revealed that the device met specifications; the controller passed visual inspection and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The confirmed loss of power is likely due to a double disconnect of the power sources from the controller. The confirmed loss of power is likely due to a double disconnect of the power sources from the controller. Additional system component being reported for this event: controller: (B)(4) - expiration date: 01-31-20216. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.